Event description:
Exam was complete, exam table in outer most position and rose up becoming stuck at highest point. Healthcare provider was able to remove the patient safely, shut down unit and contact biomed.